Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured. It was also noted that the patient's pacemaker had declared end of life (eol) due to normal battery depletion. A revision procedure was performed at which time a new competitor system was implanted opposite the chronic system. The chronic device was reprogrammed to minimum output rather than explanted. No adverse patient effects were reported. This lead remains in service.